Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that resistance was noted while advancing an armada dilatation catheter advanced to the superficial femoral artery and popliteal moderately calcified lesion. Upon balloon inflation, the balloon burst below rated burst pressure during use. There were no adverse patient effect and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. Visual and functional testing were performed on the returned device. The balloon catheter was inflated to 20 atmospheres (atm) and the balloon held pressure; thus, the reported balloon rupture was not confirmed. The reported resistance during advancement could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported resistance during advancement appears to be related to circumstances of the procedure; however, a conclusive cause for the reported balloon rupture could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.